Manufacturer narrative:
Patient reported a change in visual acuity several days after the first lockin. The light adjustable lens was explanted from the left eye. No additional information was provided. Rxsight's first awareness was (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. Visual inspection of the returned lens found the lens had been cut into multiple fragments. Visual inspection and optical testing of the lens found no issues with the lens.

Event description:
Patient reported a change in visual acuity several days after the first lockin. The light adjustable lens was explanted from the left eye. No additional information was provided. Rxsight's first awareness was (B)(6) 2021.